Event description:
It was reported to technical services on (B)(6) 2011 that this patient is complaining of "jumping" like a lead has pulled out. Atrial sensing is now 1.4-1.6mv while back in (B)(6) it was 2.5mv. Rep will discuss with the physician on programming options. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).